Event description:
It was reported that pump repeatedly displayed cgm error and continued to show error after pump reset. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to reset pump, place it into storage mode, and use multiple daily insulin injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, advised customer to re-enter pump settings and reconnect cgm to replacement pump, and requested return of problematic pump using prepaid label within 10 days.